Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00131. This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally double skin tested on 12 february 1999 and on 25 february 1999; both with negative results. On 16 march 1999 the pt was treated with two formulations of product in the oral commissures and the vermillion borders. The procedure was without event. On 7 may 1999, the physician examined the pt and noted erythema, edema, and bumps at all the treatment sites. The pt stated the symptoms began about 2 weeks prior to 7 may 1999. The phsyician diagnosed hypersensitivity and treated the pt with intralesional triamcinolone.